Event description:
It was reported by the customer that pyxis medstation es system was not powering on.the customer reported that they used the station closeby to access the medication.there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the drawer was failed. A field service engineer replaced all drawer board and controller board. The system functioned as intended after the field service engineer troubleshooted the device.